Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly reset. Reportedly, the customer's blood glucose was 50 mg/dl at the time of the report. During troubleshooting, the customer became unresponsive and tandem technical support (cts) contacted emergency personnel in the customer's location. Cts remained on call until emergency services arrived to the customer and was able to ensure the customer was taken care of. Multiple attempts were made by cts to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level was recorded via continuous glucose monitor (cgm) data between 4am and 5am on (B)(6) 2018. Continuous glucose monitor (cgm) alert 3 (cgm glucose reading below user¿s threshold) and cgm alert 1 (cgm low alert) were annunciated. The user allowed the pump battery to fully deplete resulting in a pump shutdown at 5:13 pm on (B)(6) 2018. The correct succession of low power alerts (alert 02 and alert 03) and a low power alarm (alarm 12) had occurred and had not been addressed by the user by charging the device. After the pump was powered back on the cartridge change sequence was completed twice at 2:44 am and 2:48 am. Two fill tubing steps were completed, priming a total of 60.4 units of insulin through the tubing. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.